Event description:
It was reported that an angio-seal was deployed in the patient's right common femoral arteriotomy (rcfa) post diagnostic angiogram. After the patient was released from the hospital, the patient developed pain and symptoms of claudication in the leg. There was no pain upon rest. An inr showed normal levels of therapy and the patient was reported to have no atherosclerosis. On (B)(6), 2010, the patient had an ultrasound due to the pain she was experiencing. Pulses were absent in the rcfa. The right and left superficial femoral artery (sfa), popliteal arteries and three main vessels were all seen and smooth. The patient then had an angiogram, which revealed a filling defect in the rcfa; 10cm of the vessels did not fill contrast. On (B)(6), 2010, the patient went to surgery. An endarterectomy at the bifurcation of the rcfa, angioplasty and venous patch were performed. During surgery, thrombosis was seen in the cfa, which caused a near total occlusion and pushed the proximal intima loose into the sfa. A dissection was also seen. No atherosclerosis was seen in the arteries during surgery. Two days after surgery, the patient was discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.